Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The doctor reported that the implant did not integrate due an infection. The implant site was bone grafted for future implantation.

Manufacturer narrative:
(B)(4). DHR for the t3® non-platform switched tapered implant 4 x 13mm records and complaint review did not provide any indication of a manufacturing deviation that would contribute to this event. A visual comparison of the returned component to the drawing did not identify any manufacturing deviations related to this complaint. There was no significant damage noted to the implant which would suggest that a manufacturing deviation had occurred. There were no manufacturing deviations which would have resulted in or contributed to this complaint.